Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation, cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant inside the blower box. A dark unknown contaminant was observed on the front panel. A white dust contaminant was observed on the o-ring of the rear panel, and on the rear panel. An unknown dust contaminant was observed on the bottom enclosure, on the blower cap. An unknown dust contaminant was observed on the blower, blower seal, blower isolators, and the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, dark contaminant found were external to the device. The manufacturer concludes evidence of sound abatement foam degradation.